Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 1144977, medical device expiration date: 05/31/2024, device manufacture date: 06/19/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter the needle safety mechanism did not activate. There was no report of patient impact. The following information was provided by the initial reporter: it was reported retraction failure the needle did not self-sheath. The needled was used 2/17/22. This is the first report of this occurring.

Event description:
It was reported while using bd cathena¿ safety IV catheter the needle safety mechanism did not activate. There was no report of patient impact. The following information was provided by the initial reporter: it was reported retraction failure the needle did not self-sheath. The needled was used (B)(6) 2022. This is the first report of this occurring.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to not be activated. A device history record could not be evaluated as the lot number is unknown. From the returned photo, the safety mechanism was not fully activated. As the actual sample was not returned for evaluation, therefore, a root cause could not be established.